Event description:
The customer reported via phone call that the insulin pump was not able to send a bolus. The customer's blood glucose was over 500 mg/dl. The customer also reported that the insulin pump was recording bolus deliveries. The customer was advised that their insulin pump would be replaced per customer's request. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The pump unit was programmed with multiple boluses, and was monitored. All boluses delivered completely their indicated amounts, and were properly recorded in the bolus history screen. No bolus or history anomaly noted during our testing. However, an alarm was noted in the alarm history screen due to corrupted history files. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.